Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation reported by the patient. There was no report of serious patient harm or injury. There was no report of medical intervention. The device has not been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation reported by the patient. There was no report of serious patient harm or injury. There was no report of medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Evaluation method code grid, evaluation results code grid, and conclusion code grid was updated.